Event description:
It was reported that during a hals colon procedure, the tip of the device broke off while the surgeon was bringing the instrument out of the trocar. The tip was stuck inside the port. The surgeon removed the port and replaced it with a new one and a new same like device was opened for the remainder of the case. There were no patient consequence. The product is being returned.

Manufacturer narrative:
No device returned for evaluation.